Event description:
After placement catheter was being extracted and it broke off, with a piece remaining in the pt. The pt had to be taken to surgery. The device is available. As per reporter, the matter is being reported to ecri.